Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: potential leaking syringes. We are compounding site that use bd syringes extensively for all admixtures ranging from 1 ml to 50 ml. For some syringes, the operators have identified concerns thinking the syringes are leaking. Based on initial assessment, there is some solution identified in the black seal. Would you be able to provide applicable guidance in the matter. Please find details as follows: product name and/or catalog number: 50 ml bd luer-lok¿ syringe sterile / bd 309653 lot number or serial number: lot 3163986. Any injuries and/or harm?: none. What is the issue you experienced?: the syringes being filled at the admixing. Centre are being scrapped due to the potential possibility solution leaking. Based on review of samples (attached pictures). Is the actual sample or sample representative available?: yes, samples are available. Contact name and phone number: refer to email signature.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-oct-2023. H6: investigation summary it was reported syringes are leaking. To aid in the investigation, thirteen samples with no packaging blisters and four photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for leakage and passed. The four photos provided show upside down syringes with a yellow-colored solution. Two of the photos show five syringes and four syringes and a rectangle where the syringe rubber stopper is. From the photos, it is not possible to observe any abnormal condition. A device history record review was completed for provided material number 309653, lot 3163986. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: potential leaking syringes. We are compounding site that use bd syringes extensively for all admixtures ranging from 1 ml to 50 ml. For some syringes, the operators have identified concerns thinking the syringes are leaking. Based on initial assessment, there is some solution identified in the black seal. Would you be able to provide applicable guidance in the matter. Please find details as follows: product name and/or catalog number: 50 ml bd luer-lok¿ syringe sterile / bd 309653 lot number or serial number: lot 3163986. Any injuries and/or harm?: none. What is the issue you experienced?: the syringes being filled at the admixing centre are being scrapped due to the potential possibility solution leaking. Based on review of samples (attached pictures). Is the actual sample or sample representative available?: yes, samples are available. Contact name and phone number: refer to email signature.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.